Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.

Event description:
A patient reported having experienced severe pain and swelling in her left eye associated with wear of focus night & day contact lenses. She sought unspecified medical care (date not provided), was later admitted to a hospital and was diagnosed with a pseudomonas corneal ulcer. Corneal transplant is expected. Request has been made for additional details, however, no further information has been provided.